Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a low battery alarm before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer previously received a replacement battery cap which did not resolve the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The device had a blank display due to broken solder joint connector. We were unable to verify low battery alarm, battery icon anomaly or perform the operating currents measurement, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked reservoir tube lip and minor scratched display window.